Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient stated she is very itchy under the therapy electrodes, her back and left breast area. Patient reports the area looks red and bumpy. Patient states she has a back scratcher, and this has caused skin to be open. There was no alleged device malfunction contributing to the irritation. Patient reported that a pharmacist told her to apply (B)(6) cream to the area. Follow up indicated that the cream is helping with the skin irritation.